Manufacturer narrative:
Correction: initial report submitted in error. This device is not available for use in the us, and therefore not reportable to the FDA.

Event description:
It was reported that this 65 y/o female patient's left knee was revised approximately 4 years post op. The patient suffered from patella wear, tibial insert wear/pitting, femoral delamination. Everything was revised. Patient was last known to be in stable condition following the event. Product not returning - discarded at the hospital.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 6312520 - 02-010-01-0225 - lgc femoral ps cem left sz 2.5 6309402 - 02-012-38-2509 - logic rbk insert sz 2.5, 9mm , 6281223 - 02-012-43-2525 - lgc tibia rbktray cem sz 2.5f/ 2.5t 6331778 - 200-02-35 - three peg patella 35mm , 6454830 - 201-78-15 - holding pin mini sharp point 4 pk, 6167773 - 201-78-81 - 3 trocar, mod. Hex 2pk , s040467 - 521-78-23 - threaded pin size 2.3 collared , s040716 - 521-78-23 - threaded pin size 2.3 collared , s049580 - 521-78-32 - threaded pin size 3.0 collarless , 1021420158 - a10012 - gps implant kit v2.